Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure and absorbable straps were used. The straps did not fix the structure when fired. The surgeon opined that there was a lack of pressure on the firing. The procedure was completed using a like device. There were no adverse patient consequences. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
No visual damages were presented on the returned device. Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection and 2 straps were found inside cannula shaft. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.